Manufacturer narrative:
Exemption number e2015058. The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2009. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that a pad-pak was first installed successfully by the user on the (B)(6) 2010 and the device performed successful weekly auto self-tests alongside random manual power ons, up to and including the (B)(6) 2017. During this time one manual power on of 10-minute duration was recorded on the (B)(6) 2011, and information from the history log suggests a further pad-pak was installed. On the (B)(6) 2017, the device failed the weekly auto self-test due to a low battery. The user would have been alerted with ¿warning, low battery, device service required¿ prompt alongside a flashing red status indicator. Additional low battery fails were recorded up to the (B)(6) 2018 during multiple manual power ons of up to 10-minute duration. Multiple manual power ups of a random nature and ten-minute duration would suggest the device was switching itself on. On the (B)(6) 2018 information from the history log shows an increase in voltage, which suggest a further pad-pak was installed. The device was power cycled four times, passing each self-test. There were no further log entries. A test pad-pak was inserted into the device. The device passed an auto self-test and was power cycled, passing a self-test. No warnings were given on shutdown and the green status indicator continued to flash. The device was disassembled to investigate. Further investigation found that the reported fault could be attributed to a membrane failure. The membrane was replaced with a known good membrane. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
No reported fault, fault found at investigation. No patient involved.